Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that the distal end of the outer tube shrinks of the apollorf i90, aspirating ablator, 90° had broken, the ceramic insulator had signs of overheating and the active electrode was damaged between the slots, and tissue fibers remained there. Functional testing was not conducted due to damage in the probe face. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force, misaligned insertion, or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder subacromial decompression surgery the sheathing of the probe got loose. No part of the device detached inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.